Manufacturer narrative:
Complainant had contacted customer support regarding e1 messages as soon as she inserted a test strip. This type of complaint is not a reportable event or malfunction. Upon receipt and visual inspection of the nova max plus meter in question, the complaint has been amended to reflect reportable malfunction. It was noted that there is damage to the display cover (cracked). All segments of the last digit for the glucose value is missing. There is potential for mistreatment if the first or last character of the glucose display value is missing. A complete investigation could not be performed on the returned meter due to the condition of the lcd display. The customer's alleged deficiency e1 (system hardware error) could not be replicated. The returned meter had six (6) results in the memory of the meter out of 400. The complainant did not report any issue with the display values. There was no reported impact to the complainant as a result of the device performance. The root cause for the damage to the display is consistent with user damage/dropped device. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program

Event description:
The complainant reported e1 (system hardware error) - not reportable failure, as soon as she inserted the test strip into the meter.